Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had issues with blood backing up into the tubing and pumps administering more (over-infused) or less (under-infused) medication. An event was further described as pump acting like a vacuum; the pump sucked an entire bag of medication into a patient at a rapid speed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.